Manufacturer narrative:
Preliminary engineering review of the software logs showed that a core file was generated after a call to thumbnail list::select thumbnail(std:string const &). The logs also suggest that the system became unresponsive during the select patient task. The software investigation found that although the software logs did not specifically indicate a specific cause of the reported issue, the symptom was consistent with an existing software anomaly investigation.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/19/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, their navigation system unexpectedly exited to the logo splash screen. This occurred while trying to pull an exam within the embedded dicom q/r page. Their navigation system would not respond to a software re-boot. Upon a system hard re-boot, the patient exam was present within synergy ent 2.3. The navigation system functioned as expected, normal function was restored. There was no patient present when this issue was identified.